Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient.

Event description:
It was reported an in vivo break in a peripherally cannulated central venous catheter. The pediatric patient's pet/mr examination on (B)(6) 2024, suggested a striated hyperdense image within the basal segmental branches of the left lower pulmonary artery. A peripherally inserted central venous catheter was placed on (B)(6) 2024, with an injection length of 46 cm. The catheter is now approximately 30 cm in length and ends in the left subclavian vein. The department has invited a pediatric consultation with the heart pediatrics, and the consultation opinion is that the child has an indication for interventional removal of foreign bodies, and it is recommended that the patient undergo interventional surgery after the symptoms of bone marrow resistance improve. No other information was provided.